Event description:
The patient reported he was experiencing painful overstimulation in his lower back. Subsequently, the patient turned off system stimulation. The patient also reported he was initially unable to turn stimulation back on using both his magnet and patient programmer; however, when he was able to resume stimulation, the overstimulation recurred. The patient attempted to turn stimulation off using the magnet but states he believes the stimulation turned itself off. The patient was advised to keep stimulation off until the system could be interrogated. Moreover, it was reported during the patient's reprogramming session, diagnostics showed invalid impedance values for the scs lead. Follow-up identified the scs lead was explanted and replaced and the patient is "doing well". As of (B)(6) 2013, the system had not been turned on.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.